Event description:
Additional information received that they patient was brought in for evaluation. No action at this time will be taken, but will continue to monitor.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and single coil right ventricular (rv) lead were exhibiting high shock impedance measurements greater than 125 ohms. A boston scientific technical services consultant discussed bringing the patient in for additional troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.